Event description:
It was reported that balloon rupture occurred. The patient presented with severe lower limb ischemia. The 100% stenosed target lesion was located in the severely calcified and moderately tortuous tibialis anterior artery. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. However, during first inflation at 8 atmospheres for a second, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient condition was good.

Event description:
It was reported that balloon rupture occurred. The patient presented with severe lower limb ischemia. The 100% stenosed target lesion was located in the severely calcified and moderately tortuous tibialis anterior artery. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. However, during first inflation at 8 atmospheres for a second, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient condition was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole 5mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a pinhole in the balloon.